Event description:
It was reported that a pt reported to a physician following a sling procedure that was performed approx 5-6 weeks earlier. It was reported by the physician that the mesh had eroded into the left side vaginal area through the vaginal incision. The pt presented with severe urgency symptoms. Having to void 30 times a day, and was being treated with high dose anticholinergics by gynecologist. Th physician removed the sub-urethral portion of the mesh in 10/2004.